Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On mar 29, 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue began in (B) (6) 2009. On an unspecified date/time, the pt claimed she obtained results with the subject meter that were up to 50 points different from each other. The pt was unable to provide the exact readings obtained. The cca noted that the pt is on an insulin pump. The pt denied taking any action regarding her diabetes regiment as a result of the alleged issue. Prior to when the alleged issue started, the pt reported developing the symptom of blurred vision; which she associated with a low glucose. At the onset of the symptom, the pt stated she obtained a result of "130 mg/dl" with the subject meter. The pt reported treating self with food and/or drink in response to the symptom. At the time of troubleshooting, the cca noted that the pt did not have control solution to test the subject meter. Replacement products were sent to the pt. Although the pt developed symptoms suggestive of a serious injury, there is no indication that the reported issue caused or contributed to this event. The pt was reportedly symptomatic prior to when the alleged issue began. In addition there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the result obtained on the subject meter did not correlate with the pt's symptoms.